Event description:
Second revision surgery - the patient was experiencing pain in his left knee. He had a previous poly exchange on (B)(6) 2006. The insert was found to have normal wear and the surgeon cleaned up some debris in the knee and changed the tibial insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 6.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause of the pain was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.